Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that the patient had a granuloma and needed a catheter revision. They requested manufacturer provide a spinal segment revision kit. Any environmental/external/patient factors that may have led or contributed to the issue was not reported. Catheter revision was scheduled in (B)(6) 2019. After talking with hcp, the patient no longer had a manufacturer pump. The patient had a different manufacturer's pump connected to a manufacturer catheter. The rep advised the hcp that we could provide the revision kit but the rep could not assist in the calculations of the new catheter length due to the different manufacturer's adapter that must have been added. The rep advised the hcp to contact the different manufacturer's rep to discuss options. At the time of this event, the issue had not resolved and patient status was alive- no injury. No further complications were reported.